Event description:
Reportedly, the instrument could not be opened and part of the needle broke off into the patient's cavity. Surgeon was not able to retrieve the needle half. No paitent injury reported.